Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a plunger clamp in the reported problem area of the pipette assembly was frozen with serum. The plunger clamp, lld contact spring, and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.